Event description:
According to the available information the patient underwent a revision to the pump of his penile prosthesis. Patient noticed bleeding coming from the incision postoperatively and then came to the hospital when the bleeding did not subside. Patient was examined and the pump was completely exposed with a large clot causing a surgical incision dehiscence. Upon inspection during revision surgery, the pump was seen extruding from the open incision. There was adherent blood clot to the incision and the scrotum was enlarged with ecchymotic changes. A separate incision was also open in the inferior right hemiscrotum. First a flexible cystoscopy was performed and there was no urethral injury. The bladder was normal with no evidence of bleeding, masses, or lesions. Doctor then identified the pump and trace the tubing to the left cylinder. Upon inspection, the left cylinder was easily visible with a quarter size defect in the corpus.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.